Event description:
Healthcare professional reported a right side removal with no complaint against the device. Patient called and reported "replaced once but needs to be replaced again for leaking" "right deflation". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.